Event description:
The customer was splashed in the eyes with waste from a cell-dyn sapphire analyzer. A third party waste collection company removed the waste the previous day and failed to screw the cap on properly. The customer washed her eyes with saline and was prescribed oral antiretroviral medicine. The customer's health will be monitored for 18 months.

Manufacturer narrative:
(B)(4). No known device problem a follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A field service engineer (fse) visited the customer and confirmed that the instrument was operating within specifications. The fse verified that the hole to avoid overpressure in the cap was not obstructed. The fse educated the customer about the importance of properly securing the cap because the waste comes out with pressure. A review of our historical data did not find an issue similar to the customer's issue. The cell-dyn sapphire system operator's manual, under section 8: hazards, provides instructions for the operator to follow when handling biohazardous materials. Based on the investigation, no product deficiency was identified.